Event description:
It was reported that the bushings popped through the proximal holes post operatively and caused the plate to be dislodged inside the shoulder. The actual part number (ar-14000 or ar-14000l) remains unknown. The part number referenced in this report was used for reporting purposes only. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the lot number was not provided. A device history review could not be performed and the manufacturing date remains unknown. The cause of this event could not be determined from the information available and without device evaluation.